Event description:
Consumer complaint of blood result reading of "lo". Customer states her meter will not go into test. Customer does not have control solution. Customer performed a blood test, lo result. Customer performed a re-test and did not go to test. Customer performed a third test, lo result. I advised to contact her doctor immediately. I will replace meter and strips for investigation. I will send control solution for customer satisfaction. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Root cause: foreign material on strip connector. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).